Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during preparation. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device with the stopcock open. The sealant remained in the manufacturing position. The procedural sheath was not returned with the device. Visual inspection at high magnification revealed a radial tear in the balloon of the return device. A product history record (phr) review of lot f2222002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the radial tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the preparation. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device has now been returned.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the preparation. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2222002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the preparation. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.